Manufacturer narrative:
Sorin group(B)(4) manufactures the s5 double head pump. The incident occurred in dusseldorf, germany. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump stayed dark when the pump was turned on during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate the issue. The service representative confirmed the reported issue and replaced the display and hkr board to resolve the issue. The functional check and trial run were performed without further issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump stayed dark when the pump was turned on during priming. There was no patient involvement.